Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Three different placements were attempted. Difficulty was experienced extending and retracting the helix mechanism. Pacing system analyzer (psa) testing yielded high out of range pacing impedance measurements. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating this lead had inadvertently been discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.